Event description:
Customer called to report a discrepancy between the sensor glucose reading and the blood glucose reading. Sensor glucose reading was 45 mg/dl and the blood glucose reading was 393 mg/dl. The low sensor glucose reading cause the insulin pump to go into threshold suspend. The insulin pump alarmed for cal error. Troubleshooting was performed. Advised the customer to remove the sensor because it was not in optimal range with 12.36 isig value. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.